Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown milagro screw. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: a. Ateschrang et al. 2018 "combined posterior and anterior cruciate ligament reconstruction, arthroscopic treatment with the graftlink® system ", operative orthopädie und traumatologie - 31:20-35, springer medizin verlag gmbh, a part of springer nature 2018, germany. The study emphasizes on arthroscopically combined pcl/acl reconstruction or singular cruciate ligament replacement is performed with the graftlink® system. The aim is to achieve the most stable restoration possible and a functionally good result after pcl and acl reconstruction. The patients evaluated on course of this study the data analysis included 12 patients (female/male: 3/8; age: 29.2 ± 9.5 years) with a follow-up period of at least 6 months after acl replacement plasty and graftlink® treatment. Examinations were performed preoperatively and 6 weeks, 3, 6 and 12 months postoperatively. The article describes the following procedure: combined replacement for posterior (pcl) and anterior cruciate ligament (acl) with graftlink®. The devices involved were: fixation on the femoral side is completed with an interference screw (milagro 8 × 23 mm, after conditioning of the graft. The graft is conditioned again to perform tibial fixation with an interference screw (milagro-ifs 9 × 30 mm). Complications mentioned in the article were: revision surgeries and re ruptures were documented. Two patients received arthroscopic arthrolysis due to persistent movement restriction. There were no re-ruptures.